Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the time was incorrect, cause unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, customer corrected the time, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 130 mg/dl.